Event description:
It was reported that during a da vinci-assisted surgical procedure, the white cover of the large needle driver instrument fell apart. No fragments fell into the patient. The procedure outcome is unknown but had no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The large needle driver instrument was found to have one or more of the housing snaps broken. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. Root cause of broken snaps is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to damage.